Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via a foreign user facility report, which indicated that at the time of the event/report the current patient state was risk of death by withdrawal. The user report also indicated that the date of the event was (B)(6) 2018, but this is conflicting with the previous report that the event date was (B)(6) 2018.

Manufacturer narrative:
Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the upper shaft of gear number two. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Pump interrogation at medtronic (B)(4) indicated the pump was delivering baclofen 1,149.8 mcg/ml at 7.1 mcg/day and clonidine 63.8 mcg/ml at 0.395 mcg/day. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the implant date was (B)(6) 2014. The explant date was (B)(6) 2018. It was reported that the patient had withdrawal symptoms. It was reported that the drug being used in the pump was baclofen 315 mg/j and clonidine 62 mg/j. The 'drp' was at 32 months when the issue occurred. No elective replacement indicator (eri) was observed. Since the pump was replaced the patient is fine. Based on the implant date provided, the pump was implanted post its use by date. It was reported that the physician did not know the reason why that happened. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug with an unknown concentration and unknown daily dose via an implantable pump for an unknown indication for use. It was reported that the motor of the pump stalled several times. It was noted that the pump should have been replaced at the end of 2019. There were no reported environmental/external/patient factors that may have led or contributed to the issue. There were no reported interventions/actions that were taken to resolve the issue. The pump was replaced on an unknown date. The issue was resolved at the time of the report and the patient status was unknown. There were no reported patient symptoms. No further complications were reported and/or anticipated.